Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye (od) it was noticed that the central optic was scratched. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Sutures were not required. Per the surgeon, the likely cause of the event is the injector. The patient outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.